Event description:
During servicing of charger/modem sn (B)(4) for an unrelated issue, a reportable event was found. Upon investigation, the charge was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.